Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/12/2008 and 09/24/2008 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/03/2008.

Event description:
A surgeon reports five patients with unexpected postoperative refractions following intraocular lens (iol) implant surgery. Additional information has been requested. This report is for the fifth of the five patients.